Manufacturer narrative:
Date of event: unknown. Used the first date of the month of the aware date.

Event description:
It was reported that removal difficulties were encountered and shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation; however, the shaft was broken and wire got stuck. No patient harm nor complications were reported.